Event description:
N/a.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. . Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial number. The vendor certifies that this device serial/lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug-2019 through jul-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device/testing of raw/starting materials: (10/4105/213/67) the device was returned to the factory for evaluation on 14jul2021. An investigation was conducted on17sep2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The endoscope was observed to be intact, no visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was able to be obtained. Based on the returned condition of the device and the evaluation results, the reported failure "poor quality image" was not confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using 7mm extended length endoscope, the or resources coordinator in central sterile processing received an endoscope from the cvor after the surgical team had complaints about the endoscope. According to the surgical team, the endoscope had become cloudy and made visualizing aspects of the surgical case difficult. In addition, the adapter piece that allows the light cord to attach to the endoscope has also become loose. The adapter piece will screw on tight but will easily loosen while the endoscope is being used. The case was finished with the same endoscope. Due to these defects, it was decided that the endoscope should be removed from use. No injury occurred to due to defect.